Manufacturer narrative:
On september 6 2018 haemonetics received a report of a failed interconnect pcb from the customer's on-site technician. The technician ordered a replacement interconnect pcb for problem resolution. The technician returned the defective interconnect pcb to haemonetics for further evaluation, the interconnect pcb was received august 14 2019. Evidence of thermal decomposition was discovered upon product evaluation on august 14 2019, with one of the interconnect pcb subcomponents (connector j20) appearing to have burn marks due to thermal decomposition. Haemonetics has sent a replacement interconnect pcb to the customer's site to be installed by the on-site technician. The technician will perform the repairs necessary to replace the damaged interconnect pcb. The on-site technician will then complete any calibration activities required and will ensure the unit meets manufacturer specifications prior to being returned to service. There was no report of injury as a result of the interconnect pcb failure. The failure of this component was discovered during diagnostic testing by the on-site technician in the power on self test (post) protocol. There was no donor involved in the procedure when this failure was detected. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On september 6 2018 haemonetics received a report of a failed interconnect pcb from the customer's on-site technician. The technician ordered a replacement interconnect pcb for problem resolution. The technician returned the defective interconnect pcb to haemonetics for further evaluation, the interconnect pcb was received august 14 2019. Evidence of thermal decomposition was discovered upon product evaluation on august 14 2019, with one of the interconnect pcb subcomponents (connector j20) appearing to have burn marks due to thermal decomposition. Haemonetics has sent a replacement interconnect pcb to the customer's site to be installed by the on-site technician. The technician will perform the repairs necessary to replace the damaged interconnect pcb. The on-site technician will then complete any calibration activities required and will ensure the unit meets manufacturer specifications prior to being returned to service. There was no report of injury as a result of the interconnect pcb failure. The failure of this component was discovered during diagnostic testing by the on-site technician, there was no donor or patient involvement at the time of the component failure.